Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged and was found bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod longer than 48 hours. The pod was leaking insulin and not sticking well from the infusion site (abdomen), causing the cannula to dislodge. Upon removal the cannula was found to be bent. Symptoms reported include nausea, feeling hot, fatigue, headache and feeling very ill. At the hospital the patient was treated with fluids and zofran and a new pod was applied. The patient was released the same day.